Event description:
Pt was revised to address poly wear, osteolysis, and loosening of the tibial component.

Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the mfg lot. The initial reporting stated the products were not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported polyethylene wear or device loosening; however, polyethylene wear after fifteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated.